Manufacturer narrative:
W4e water sol,iso valve clogged clogged water solenoid causing poor water flow to cool off the tip. Debris buildup in the filter and water line of cable harness. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. Note: no sterimate received for evaluation.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a g1000 cavitron touch they allege that the tip was getting hot during use. No injury was reported from the alleged event.